Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and battery out limit before and after a battery change. The customer's blood glucose reading was 325 mg/dl at the time of incident. Troubleshooting advised customer to change out the entire set and call back if this does not resolve the issue. Customer declined troubleshooting for battery out limit and failed battery test and indicated that he misspoke and that there was not a no delivery alarm.